Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient alleges pain, increased metal ion levels, bone & tissue damage and pseudotumors. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01551-1 & 02419/ 02420).